Event description:
Our rep. Is reporting to us that during an arthroscopic meniscal repair, the surgeon experienced some difficulty with actuating the red deployment trigger of 2 omnispan appliers. It appears that the surgeon deployed the 1st of the 2 fastener fasteners successfully; however, when he actuated the red trigger of the applier, the backstop came out of the inserter needle slot instead of deploying. The surgeon employed a second applier and fastener with the same negative results. At this point the surgeon removed the deployed fasteners and performed a partial menisectomy for remedy. The complaint devices were discarded at the user facility. Also see associated mdrs 1221934-2012-00232, 1221934-2012-00233 and 1221934-2012-00234.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.